Manufacturer narrative:
The user facility's biomedical engineer (biomed) had glued the clip back on and they were using. The field service representative (fsr) advised the biomed that the clip needed to be replaced.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the white clip on the centrifugal drive motor broke off. The device was not changed out, as the customer taped the pump head to drive unit and still functioned. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.